Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0fmga, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that 1-2 weeks after implant the patient began experiencing sudden spasms in their rectal/anal opening after having stimulation on for approximately 8 hours on the same program. It was noted that the patient had the setting so that they could barely feel the stimulation in their rectal area, which is where they felt stimulation on all 4 programs. The patient was trying different programs, which helped for a short time, but then the issue would begin all over again. If stimulation was turned off, the patient did not experience the problem. The patient had tried all 4 programs, and the issue occurred with all of them. The patient was getting more urinary retention and hesitancy. The patient did not want to turn the device off. When the patient told the doctor about it, they said it was because of the patient's urinary tract infections. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.